Manufacturer narrative:
Complaint no. (B)(4). The device will not be returned.

Event description:
See MDR 1036844-2014-00292 for the first event with the same patient. It was reported that this event occurred in the (B)(6) pediatrics department. This event involved a (B)(6) yr/old female patient, (B)(6), suffering from acute respiratory failure and renal insufficiency. The physician reported that during insertion of the cvc into the patient's right subclavian vein, realized that the swg was bent, making it impossible to advance the catheter over the swg, which could have caused injury to the patient. As a result, the catheter and swg were removed intact, and replaced with another from the same lot. As a result, a third kit was opened and used to successfully perform the procedure. There was no delay, harm, complication, or injury reported to the patient as a result of these occurrences.